Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the final torque limiting handle seemed to be much more difficult than usual. As the final tightening at the end of the case, the right side l5 pedicle screw breeched the pedicle in a windshield wiper effect. The surgeon had to remove set screws and rod and ultimately reposition the pedicle screw. All available information has been disclosed for reporting. No further information was provided.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5 510k: this report is for an unknown torque devices/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. H3, h4, h6: without a lot number, the device history records review could not be completed as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.